Event description:
It was reported that the atrial lead was "not able to pace" at any output, and had a high impedance; the lead was "sensing well." At the time the device was changed out, due to the atrial lead issues, per the physician's decision, the lead remains in use for sensing purposes only. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.